Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system and the instrument passed recognition testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .034 - .092 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument was not recognized by the system prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.